Event description:
It was reported that patient experienced three infusions set fell off due to adhesive issue on (B)(6) 2026. The length of infusion set was in use for few hours. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
(B)(6). Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.